Manufacturer narrative:
The associated device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the manufacturing records for the listed insert did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to patient pain.